Manufacturer narrative:
The insulin pump functioned properly during rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test. No motor error alarm noted and the motor was tested outside the device and passed. The insulin pump passed self-test, a21 test and all operating currents measurement were normal. The insulin pump was received with minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received motor error alarm. The customer's blood glucose level at the time of incident was 312mg/dl. The customer's levels had been as high as 400mg/dl. The customer's most current level was 182mg/dl. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.